Manufacturer narrative:
H3: product analysis of product: 1030489-2025-02307-3, lot:1014876w visual and optical inspection confirmed the spacer threads have been damaged. Functional inspection confirmed the spacer was able to expand and collapse as intended. The damage to the spacer appears to be from implantation and removal process. Radiographic image review states, that the pre-operative MRI indicates multi-level lumbar deformity and stenosis, while the post-operative x-ray shows l2-5 lumbar fusion with interbody grafts at l2-3, l3-4, and l4-5. The latest x-rays remain consistent with the previous findings until the most recent, which reveals a collapse of the l4-5 interbody graft compared to earlier images. Consequently, intra-operative fluoroscopy was used to revise the l4-5 interbody device and extend the fusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that six months after a spinal procedure the cage was found to have folded back into its original position, there was a loss of lordosis, and the cage had closed by itself. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: lot number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The type of procedure involved during the event was solera therapy.

Manufacturer narrative:
B2: outcome attributed to adverse event is revision surgery and product explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the revision surgery was happened and implant was explanted on (B)(6) 2025. There was no patient complications after surgery.